Event description:
Pt presented in labor and was assessed in triage using fetal monitor. Fetal monitor strip showed fetal heart tones 150-160. Pt admitted and moved to another room with another fetal monitor. This monitor also showed fetal heart tones at 150-160 with occasional breaks where rate dropped to 70-80's which was assessed as maternal heart rate. Rate always returned to 150's. Physician came in to deliver baby. He ruptured bag of water and applied fetal scalp electrode - no heart rate was attainable by monitor or doptone. An emergency c-section was done with delivery of stillborn male. Autopsy reported baby had been dead in utero for up to 48 hours prior to delivery. Fetal monitors apparently were doubling maternal rate for fetal heart tone. Monitors under warranty and removed from service.